Event description:
It was reported to philips that the device was not recognizing the installed battery in compartment a. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were found damaged.

Event description:
It was reported to philips that the device was not recognizing the installed battery in compartment a. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.